Event description:
The male pt received a precise stent in a bifurcation of the common carotid. The notification received for the study indicated that approx seven months after the index procedure the pt experienced stent thrombosis. Pt came in for a regular follow-up. Pt did not exhibit any symptoms. Angio revealed stent thrombosis in the implanted precise stent. Pt is scheduled for a procedure. Physician is unsure if he will implant another stent or just do balloon angioplasty. Pt has been compliant with all medications and has not suffered any neurological deficits post index procedure.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Manufacturer narrative:
This sapphire study patient underwent carotid stent implantation and approximately seven months post index procedure experienced stent thrombosis. This is an (B)(6) male patient with medical history including diabetes mellitus. Coronary artery disease, and previous coronary percutaneous revascularization. (Pci) patient meets the high-risk criteria of chf (class ill/IV) and/or known severe left ventricular dysfunction lvef<35% and age > 75 years. Target lesion was located in the bifurcation of the left common carotid artery. The lesion was 6.0mm in diameter and had mild calcification. Heparin was administered for the procedure an angioguard was inserted, tracked, deployed and retrieved without difficulties. The vessel was predilated. A precise stent was successfully implanted at the target lesion. The patient was maintained on an asa and plavix medication regimen pre- and post procedure and upon discharge. Approximately seven months post index procedure, the patient came in for a regular f/u angio revealed stent thrombosis in the implanted precise stent. The patient is scheduled for an interventional procedure. The physician is unsure if he will implant another stent or just do poba (plain old balloon angioplasty). The pt has been compliant with all medications and has not suffered any neurological deficits or symptoms post index procedure. The stent remains implanted thus unavailable for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13310399 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint 0 unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot manufacturing records for lot 13310399 were reviewed and product met all quality requirements for product acceptance a DHR review was requested to nitinol devices and components (ndc), for part number 23543 and stent lot numbers 109019. 109024 and 108522, and the results indicate that the stent shipped meets specified release requirements. Thrombosis in device is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas. Thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the information does not suggest what other factors may have contributed to the reported event.